Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately compared to the same meter and reading inaccurately low compared to his feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient per the patient's request. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 8am. The patient reported obtaining readings of '104, 55, 44, 72 and 69 mg/dl' on the same meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. It is unclear if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 8am he 'almost went into a coma.' The patient reported on (B)(6) 2013 at 8am his blood glucose was measured on an emergency medical services (ems) meter and a reading of '34mg/dl' was obtained and he was treated by ems. The patient was unable to recall what the treatment was. At the time of troubleshooting, the reporter stated the patient was using an approved sample site for testing and his testing steps were correct. The cca confirmed the meter was in the correct unit of measurement at the time of testing. However, the patient's test strips were expired or stored improperly. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional. (B)(4).

Manufacturer narrative:
Follow up #1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.